Manufacturer narrative:
The product issue was an observed shift by a customer in imx sirolimus patient results between freshly drawn and stored (2-8 degrees c) whole blood samples after 24 hours. The investigation identified the cause as the properties of sirolimus in stored whole blood observed in development were not fully understood at the time; therefore, information regarding the analyte properties that were identified recently were not included in product labeling for specimen collection and storage. The studies determined that sample values may shift after storage at 2-8 degrees c or with freeze/thaw of specimens; however, the observed difference is generally not clinically significant. The investigation concluded that product performance has not changed since development of the assay, and that there is no impact on product functionality or product performance as a result of this issue. The reagent assay system is performing as intended. The sirolimus package insert is being updated to provide new information regarding sample storage and handling. Abbott has not received any reports of adverse events related to the affected lots of imx sirolimus reagents. This is a final report.

Event description:
The customer states that patient results were questioned by a client from samples tested with the imx sirolimus assay (lot 052737). The samples in question were both reported as 0 ng/ml. The client stated that both patients were on the drug. The samples retested at 4.8 and 8.7 ng/ml. Controls were within specifications on all runs. The samples had been stored in the refrigerator for 16 hours between runs. The customer is concerned with the imprecision between runs. The customer states that three more patient results have been questioned by physicians. A service call had been initiated. The technical executive replaced the imx probe assembly. There is no impact to patient management reported.